Event description:
It was reported that the user administered an external insulin injection via mdi to address elevated blood glucose while still connected to the ilet, after which the agent instructed the user to disconnect to mitigate insulin stacking risk and the user disconnected for two hours. Symptoms included hyperglycemia prior to the mdi correction. Outcomes included user education and temporary disconnection from the ilet. Investigation included customer interview and case review. Investigation of this case revealed no device malfunction and indicated user technique/use of external insulin while connected as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user error related to concomitant external insulin dosing while connected to automated insulin delivery.